Event description:
It was reported that the customer was hospitalized due to high blood glucose over 300mg/dl. Initially, the customer reported having an error alarm after pressing the activate button while a bolus was delivering. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a faulty force sensor. The motor passed the motor test. Further testing could not be performed due to the prime/fill anomaly. The device was monitored for several days and no error alarm noted.